Event description:
Information from ae regulatory system: on the afternoon of august 18, 2025, when the chief physician was performing a vitreous cavity injection operation on the patient, the chief physician found red foreign matter on the front end of the needle when checking the needle under a microscope before drawing the liquid medicine. Then replaced it with a new bd syringe in time and continued the surgical treatment after passing the inspection. Ae report no. (B)(4). Call center didn't contact with customer successfully and do not acquire the information reported in the ae regulatory system. Material code found in the system is 328421. If any update will be sent by email. Sample availability: unknown. Sample availability details: unknown.

Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 4th complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.